Event description:
An article titled "vagus nerve stimulation in children less than 3 years with medically intractable epilepsy" was reviewed. It is noted in the article that the patient experienced less than 1 seizure per month prior to vns therapy and the seizures consisted of absence seizures, myoclonic seizures and generalized convulsive seizures. Patient also experienced 8 status epilepticus and 3 of those were within 1 year prior to vns implant. Patient's seizure condition after 1 year of vns therapy was reported to have improved. However, patient was reported to be experiencing multiple seizures per day after 3 years of vns therapy. Patient also experienced 1 status epilepticus during the three years following vns implant. Reports of infections are reported in the following manufacturer report numbers: 1644487-2015-04296 and 1644487-2015-04297. Other reports of increase in seizures are reported in the following manufacturer report numbers: 1644487-2015-04298, 1644487-2015-04299, 1644487-2015-04300, 1644487-2015-04301, 1644487-2015-04303, and 1644487-2015-04304.

Event description:
Additional information was received from the physician that the increased seizures are not caused by the vns therapy. Patient's physiology and condition were reported to be related to the increased seizures. It was also noted that some patients have improvement in seizure reduction and status epilepticus.